Event description:
It was reported that during the implant procedure the device displayed an error message. The leads were plugged into the header of the device. Upon impedance testing the programmer displayed the error message. The device was not used and exchanged. The patient was stable condition before, during and after the procedure.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found. Correction: PMA number was not included in the previous report.